Event description:
It was reported that the manufacturer representative had seen the ¿implantable neurostimulator (ins) in the box¿ icon once previously following a power on reset where the ins battery was completely overdischarged and had to be ¿pulled out.¿ the manufacturer representative was able to get rid of the ¿ins in the box¿ icon by using both an external neurostimulator and a physician programmer. The manufacturer representative was not exactly sure what it was that cleared the ¿ins in the box¿ icon, or what caused it. No patient symptoms were reported. Further follow-up is being conducted to obtain a more accurate aware date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 37744, product type programmer, patient. (B)(4).

Event description:
Additional information received reported the ¿implantable neurostimulator (ins) in the box¿ message occurred on and expired demo ins around 2014-(B)(6). There were no patient side effects and the error code had been cleared.